Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.1, lab: 2.4. Caller reports running test side by side in hosp with lab draw. Meter resulted inr of 3.1 and lab resulted inr of 2.4. Pt's therapeutic range is 2.5-3.5. Caller admitted into hosp with blood clots on kidneys and spleen previous to this test. Caller is questioning whether past results were incorrect. Pt does not have strip lot or meter serial number as she is in hosp and away from all supplies and meter. This issue was escalated to review by a medical advisor. Per the medical advisor, this case is reportable as a malfunction rather than an adverse event because there is insufficient info regarding the nature of the pt's hosp to associate it with coagulation status or that the inratio result contributed to the pt's outcome.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2011. Inratio meter = 3.1 inr. Reference = 2.4 inr. Mean = 2.75. Confidence limits = 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. As of (B)(4) 2011, no product is expected to return nor strip lot info provided. Unable to perform in-house investigation. No further investigation is possible at this time. No corrective action required at this time as no product deficiency was established.